Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow-up, the right atrial lead found to be dislodged via a chest x-ray. Lead revision procedure was scheduled for (B)(6) 2019. Prior to the procedure, it was noted that the atrial lead was in the ventricle resulting in crosstalk. The lead was explanted and replaced. The patient was stable throughout the event.